Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the unrecognized scope error (e315) occurred was the device leaked and water invaded the device while the user was handling the device. Due to the invasion, abnormality of electronic parts occurred. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found water tightness was lost due to a crack on the scope connector cover, the control unit was corroded due to water leakage, the circuit board in the scope connector was corroded due to water leakage, the scope connector was corroded due to water leakage, the bending angle in the up direction was out of standard, there was an e315 error, and switch 3 did not work due to wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had leakage and the scope could not be recognized. The issue was found during an unknown procedure. The procedure was finished with another device. There were no reports of patient harm.